Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The patient received an inappropriate high voltage shock due to noise. The lead was capped and replaced on (B)(6) 2018. Device was replaced electively. Pre-existing lead was connected to new device. Patient was stable post procedure.